Manufacturer narrative:
An event for patient effects of hematoma was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the reported hematoma appears to be related procedural conditions. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: (B)(6), (B)(4). It was reported that on (B)(6) 2024, an 9f amplatzer trevisio intravascular delivery system was selected for an implant procedure. It was noted that there was no performance issues with the delivery system. Post-procedure, it was noted that the patient had a right inguinal hematoma at the access of the delivery system. The hematoma resolved with manual compression and the patient did not require a transfusion. The cause of the patient's right inguinal hematoma is attributed to suboptimal puncture site compression. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.